Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia (bilateral) surgical procedure, the surgeon was not able to open jaws on the instrument. Customer stated that jaws popped out. Customer was able to push the jaw back in, opened the jaws and removed the instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up with the initial reporter and obtained the following additional information: customer is not sure which instrument was sent back. When the jaws popped out there were no components sticking out, damaged or broken. The jaws were not stuck to any tissue or vessels.

Event description:
Refer to h11 for follow-up information.